Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (deployment of the valve), patient factors (female gender, advanced age, moderate valvular calcification, bulky ncc leaflet calcification) likely contributed to the ascending aortic rupture and subsequent thoracotomy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), post deployment of a 23mm sapien 3 valve, an ascending aortic rupture occurred. During a transfemoral tavr procedure, access was obtained via a surgical cutdown in the right femoral artery. Following balloon valvuloplasty (bav) with a 16mm balloon, a 23mm sapien 3 valve was deployed in the intended final 70:30 aortic/ventricular (a/v) position with 1.0ml less than nominal volume. Post valve deployment, trivial paravalvular leak (pvl) was observed on tee and angiography. Following the withdrawal of the commander delivery system and esheath, the patient¿s blood pressure dropped to 70 mmhg / 40 mmhg. Tee revealed a hematoma near the right ventricle. When performing a pericardial puncture, ¿black¿ blood was observed, which appeared to be venous blood. A perforation by the pacing catheter was suspected, but the blood gas measurement revealed it was arterial blood. Review of the tee revealed the bulge of the valsalva at the left coronary cusp (lcc) side became thicker and an annular rupture was suspected. Imaging was performed again, but the ruptured location could not be determined. The decision was made to perform a thoracotomy to identify and repair the bleeding site. Upon opening the chest, it was noted that the edge of the sapien 3 valve/stent had dived into the thin tissue of the non-coronary cusp (ncc) side of the sinus of valsalva (sov), resulting a bleeding site. After stopping the bleeding with the placement of a seal/patch and fibrin glue, the chest was closed. Post chest closure, the blood pressure stabilized. The patient was transferred intubated. The patient was extubated on postoperative day (pod) 1. No further issues were reported. The valve remains implanted in the patient. The native annular diameter measured 19.0mm by tee with a valve area of 319mm2. Moderate valvular calcification, mild aortic root calcification and bulky ncc calcification was reported. The stj diameter measured 26.0mm (25.9mm x 26.2mm) with no calcification reported. The sov diameter measured 27.2mm. The right coronary height measured 11.4mm and the left coronary height measured 13.6mm. Per the physician, review of case imagery of the valve dilatation indicated the ncc side of the valve expanded first and it became a ¿jam-pack¿. The force ¿escaped¿ to the lcc side, resulting in the stent edge being ¿stuck¿ into the stj. Since there was no calcification on the stj, the valve might have contributed to the event. Per medical opinion, the complication was difficult to predict since the stj diameter was sufficient.